Event description:
Had the brush head including screw in mouth, broke off [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on 16-dec-2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, he heard a strange noise in his mouth, and the oral-b power oral care refill simply clean including the screw was in her mouth. She reported she used a new brush and within a short time the same thing happened; it broke off in her mouth. No symptoms were reported. The consumer reported she had used oral-b brush heads for years to her full satisfaction. No further information was provided. 02-jan-2018 consumer follow-up via e-mail: the consumer reported the brush heads were from a package of 4. No further information was provided.

Manufacturer narrative:
05-feb-2018 product investigation results: reporter returned toothbrush head on 31-jan-2018. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Had the brush head including screw in mouth, broke off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, he heard a strange noise in his mouth, and the oral-b power oral care refill simply clean including the screw was in her mouth. She reported she used a new brush and within a short time the same thing happened; it broke off in her mouth. No symptoms were reported. The consumer reported she had used oral-b brush heads for years to her full satisfaction. No further information was provided. (B)(6) 2018 consumer follow-up via e-mail: the consumer reported the brush heads were from a package of 4. No further information was provided.